Event description:
A customer reported that their AED will not power on and prompting an error code of 7010. They did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 09/06/2017 and placed into service on 08/29/2018 with battery pack serial number (B)(6) . On (B)(6) 2023 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2023 when a series of replacement battery packs were inserted. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.